Manufacturer narrative:
The investigation of the reported complaint that the device tip broke off is inconclusive. The device is not being returned and no photograph evidence was provided. Therefore, the reported failure could not be verified, root cause could not be identified. As a lot number was not provided, conmed could not conduct a two-year lot history review or review the manufacturing documents from the device history record. A two-year review of complaint history for this device family and failure mode, revealed there has been a total of 26 complaints, regarding 27 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0005. The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Per the IFU the user is also advised that if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid lateral stresses to the instruments or device functional may be compromised. The IFU also advises the user to not exceed five (5) procedures per limited reuse suture hook. Additionally, conmed encourages the inspection and/or test of all medical equipment prior to use. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This filing is being submitted due to the receipt of a medwatch report ((B)(4)) from the FDA, received by conmed on 02march2020. An issue with the suture hook straight, 3.4mm x 130mm, item # 97.10015, unknown serial number that occurred in (B)(6) 2020 was reported by (B)(6) hospital. It was reported only that during procedure, spectrum instrument tip broke off. It is noted that the report was filed as a malfunction not an adverse event/injury. Although requested, the facility had no other information it could provide at this time. Since it is noted the tip broke off during a procedure, indicating patient involvement, this complaint does meet the definition of a reportable event as there is a risk that the broken device tip could fall off into the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.